Event description:
Approximately 6 months after implant, the pt experienced intermittent stimulation and then no stimulation. Impedances were greater than 4000 ohms on the #3 electrode. Reprogramming was not successful in returning stimulation. Device registration system indicates the lead and extension were replaced approximately 1 month after the original complaint.